Manufacturer narrative:
Dr. Stated, that the handpiece design does not allow for easy cleaning of the suction channel and that the design may promote blockings. Ems had identified the risk of fragments blocking the suction channel in the ultrasonic handpiece. This risk has been also addressed in the instructions for use, including handling advices how to remove the obstructions. As a consequence of such obstructions, ems has stated in the risk analysis that handpiece and probe will heat up. The intrarenal pressure increase and subsequent higher risk of infection by spreading of bacteria as a consequence of handpiece blocking has not been identified. As confirmed by an independent medical expert, familiar with percutaneous nephrolithotomy application with the lithoclast ultra, maintaining a low intrarenal pressure is state of the art of this surgical procedure. The low pressure is maintained e.g. By using a continuous flow, low pressure nephroscope, a large urethral catheter for draining the kidney as well as an amplatz sheath for add'l kidney drainage. A lithotripter is not described as a tool to control intrarenal pressure. Suction through the lithotripter is only active when the ultrasonic lithotripter is running, thus the lithotripter is not intended to maintain low pressure in the kidney. Therefore, there is no direct link between handpiece blocking and infection as confirmed by the external medical expert.

Event description:
Ems had been informed 07/24/2007 by facility, of 2 incidents occurred in the hospital. The operating doctor, dr. Stated as follows: sepsis occurred in 2 consecutive stone patients treated in 2007, with swiss lcu. The affected kidney of one patient had to be removed due to the sepsis, no such consequences for the other patient. Both patients have been released from the hospital. During operations, it was noted, that the handpiece was repeatedly blocked by stone fragments. The suction was restored intraoperatively removing the obstruction with a wire. Examination of the parts post surgery showed that there were residual stone fragments in the handpiece suction channel which had not been removed by cleaning process. Generally, infections following pnl are a known potential complication as the majority of stones are infected. This is mentioned clearly as a potential complication in the patient informed consent. Such infections are treated by antibiotics. Only the fact that a sepsis occurred in 2 subsequent treatments triggered further search for a cause. A cross contamination between patients due to lack of sterility of the application part has been excluded by dr.